Event description:
It was reported the patient's trial procedure was abandoned as a safety precaution due to the patient's inability to remain still as a result of anesthesia issues. It was clarified the scs lead was placed; however, with the patient's movement, the physician could not safely place the lead in its intended location. The procedure lasted approximately 1 hour and 15 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.